Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the (B)(4).

Event description:
Customer's mother reported customer's insulin pump alarmed no delivery. Customer's blood glucose is 345 mg/dl. He is trying to treat with the insulin pump. The connection was verified. Insulin exited the tubing and the insulin pump alarmed no delivery during a fixed prime. Customer disconnected and pushed insulin through the tubing manually with a plunger. Customer inserted the reservoir and ran a manual prime and the device did not alarm no delivery. Customer was advised the device is working as designed. Nothing further reported.